Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set which resulted in fluid leakage. This occurred during use for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo with the naked eye noted the female connector separated from the main body. The reported condition of leak at twist clamp could not be verified through photo inspection; however, the separation between the female connector and main body was verified. The cause of the separation was related to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.